Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) using the subject device, the user found that the patient had gastric bleeding. The user stated that while inserting the subject device into a patient with stenosis in the duodenum, the forceps elevator of the subject device was raised even though the user elevator control lever did not operated by the elevator control lever user. This phenomenon was occurred when the subject device was pushed, but it was automatically resolved when the subject device was stretched. The user found that the forceps elevator moved in the endoscopic image but did not confirm whether the elevator control lever moved simultaneously. The user stated that the raised forceps elevator damaged the patient's gastric or duodenal wall consequently the patient had bleeding. However the treatment for the bleeding was not required. The procedure was completed with the subject device and there was no further report of patient injury associated with this event except the reported issue. The physician seemed less concerned with the bleeding.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality in the movement and position of the forceps elevator, and also there was no abnormality on the exterior. During the disassembled check of the subject device, omsc found that the bending section was shortened due to the deformation of the internal metal part of the bending section. It was considered that the shortened bending section caused the pulling force of the forceps elevator and the forceps raising wire was pulled toward the distal end than usual and then the reported phenomenon. The exact cause of the deformation of the internal metal part of the bending section could not be conclusively determined, but there was the possibility that the deformation the internal metal part deformation was attributed to the excessive force while the bending section was angulated by user. If additional information becomes available, this report will be supplemented.